Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level ranged between 151 mg/dl and 782 mg/dl with diabetic ketoacidosis. Customer addressed bg level by delivering a bolus. Customer was admitted to the hospital and was treated with fluids through an IV which resolved bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.